Manufacturer narrative:
A patient experienced lead migration was reported to abbott. As a result, the patient's leads were explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Event date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2020-02126. It was reported that the patient's leads had migrated. X-rays confirmed that migration took place. As a result, the leads were explanted and replaced on (B)(6) 2020. Surgical intervention addressed the issue.